Event description:
It was reported that a 12 foot extension set leaked. This occurred during an unspecified step of peritoneal dialysis setup or therapy. Patient connection at the time of the incident is unknown. The set was being used as a patient line extension. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for associated lot number h14f26048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One unopened companion extension set sample was received. The product met all visual/functional testing requirements. The reported event was not verified/duplicated during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An unused device of the same lot as the actual device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.